Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7107580, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 36907911, UDI: (B)(4).

Event description:
It was reported that during the implant procedure, the patient coded when the physician attempted thoracic placement of leads. The leads, anchors, and needles were removed and the patient was then flipped over and was stabilized by the code team. The physician opted to abort the case, and the patient was then sutured and taken to the intensive care unit (ICU) for observation. The devices used were discarded by the medical facility. Upon follow-up, the physician confirmed that the patient was stabilized in the ICU.